Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the right sfa. Approximately 23.5 months post the index procedure the patient suffered intra-stent occlusion in the right sfa. The occlusion was treated with 1 non medtronic pta and 1 in.pact admiral paclitaxel-eluting pta balloon catheter. Investigator assessed that the event was probably related to the study device, and not related to the procedure or drug. The event was resolved.

Manufacturer narrative:
The cec have adjudicated the previously reported intra-stent occlusion event as related to the index device but not related to index procedure or drug.